Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported suture separation could not be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was done with two prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. The sheath was upsized to a 16f sheath and the evar procedure was completed. Reportedly, post procedure, one of the pre-placed prostyle sutures broke during knot advancement. An additional prostyle suture was deployed and used with the remaining pre-placed suture to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.